Event description:
The customer reported to customer service that the transformer housing for her breast pump "cracked and broke off." No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she noticed a small crack in the transformer housing soon after she purchased it and eventually the whole corner cracked off, though she does not know how it occurred. She also indicated that there were no signs of burning, fire, melting or sparking, that no injuries were sustained as a result of the issue, and that she would return the product. However, as of the date of this report, the product has not been received. A breach in a transformer housing, exposing inner electronics, is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the uint from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.